Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump up arrow button did not respond due to corroded keypad traces. Insulin pump received with minor scratches on display window, broken battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was cracked by the battery compartment and that it had started to become unreliable. No blood glucose reading was given. Nothing further was reported.